Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured (B)(4) 2015 ¿ (B)(4) 2015. The device was received for evaluation. Visual inspection revealed a white particle, approximately 1.94 mm in length, floating in the bladder. There was no particulate matter observed on the filter. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber attached to the filter of a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.